Event description:
According to the reporter: the needle broke in half when it was being passed through the vaginal cuff. Half of the needle was not recovered as they could not find it after a thorough insp done both vaginally and laparoscopically. The surgeon felt that the needle may have bent and eventually broke as it could not handle the thick tissue of the vaginal cuff. Device fragment or component falling into the pt's cavity - half of the needle. The vaginal cuff was inspected laparoscopically and vaginally to try and find the needle, but they were unable to find it because it was buried in the tissue. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).